Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced an adverse event. The patient woke up at home in the morning with a fever and was taken to the doctor by their mother. The patient was diagnosed with the flu and pneumonia. The doctor gave the patient azithromycin and tamiflu. At the time of contact the patient was feeling okay at home but had a fever. There was no allegation of malfunction against the dexcom system. There was no indication that the usage of the dexcom system had caused or contributed to the reported event. However, the contribution of diabetes mellitus to the event, cannot be excluded, as it is known that respiratory infections are more prevalent among diabetic patients. No additional event or patient information is available.